Event description:
It was reported that the tips of the units broke off.

Event description:
It was reported that the tips of the units broke off.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection of the sheath confirmed the presence of a melted ceramic tip. The broken ceramic tip was not returned with the sheath. The unit was received with an unknown material that is colored black at the distal end. The probable root cause for the melted tip is likely due to off label use. The probable root cause for the unknown material that is colored black at the distal end is likely due to third party repair/service. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.